Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) was checked while they were in the hospital and it was found that a right ventricular (rv) impedance of less than 200 ohms had been recorded. The patient was referred to their following physician; no additional intervention has been reported. No adverse patient effects were reported. The crt-d and rv lead remain in service.